Event description:
It was reported by service report that the unit was drifting. It was reported that additional surgery was required however further information has not been provided.

Manufacturer narrative:
The technician could not reproduce the event of the litter drifting down.